Event description:
The customer called to report a blood leak alarm in the (centrifuge chamber) that occurred during a treatment procedure at the drawing 1st cycle. The customer reported that the blood leak came from the base of the bowl, the customer disposed of the kit before calling the therakos. The treatment was not aborted and no blood was returned to the pt.

Manufacturer narrative:
Batch record review: review of lot file a752 shows no nonconformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) complaint database review; a review of complaints received for lot a752 was performed. There was 1 complaint reported for bowl leak alarms to date for this lot at the time of the investigation. The assessment is based on info available to at the time of the investigation. The root cause could not be determined based solely on the info provided by the customer. No product was returned by the customer for investigation. (B)(4).